Event description:
A medtronic ent representative reported that the site had contacted him during an ent case, saying that the fusion navigation system displayed unexpected text when they were booting it down to move it into the room and would not boot down properly. They weren't able to provide further information as to what text was on the screen but did a hard shutdown. The site reps booted the system back up and were getting ready to do their registration when they reported that the software froze, they saw an error message on the screen but were unable to provide the exact text of the message. They re-booted the system, again, and were able to complete the case successfully using the navigation system. There was no negative impact on the patient.

Manufacturer narrative:
Patient information is not available at the time of this report. Software investigation is in-progress but has not been completed at the time of this report.